Event description:
It was reported that a patient was experiencing an increase in seizures and the physician believed that the generator needed to be replaced as it did not seem to be stopping the seizures. The physician indicated that he will be changing the patient's AED dosage and did not change the device settings. The patient underwent generator revision surgery in which the device was explanted and replaced. Good faith attempts to obtain the explanted generator are currently being made. The patient's programming history was reviewed and a battery life calculation was performed which indicated that the device may be at end of service. Good faith attempts to obtain additional information from the patient's physician including the relationship of the seizures to vns have been unsuccessful to date.